Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 24mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Strut row 3 from the proximal end of the stent was lifted and bent back in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous left anterior descending (lad) artery. A 2.25 x 24 synergy ii drug-eluting stent was advanced but met resistance and failed to cross the lesion. The device was removed and it was noted that a stent strut was raised. The lesion was then predilated with a non-bsc balloon catheter and another 2.25 x 24 synergy ii stent was successfully advanced and implanted. The procedure went fine and the outcome was great. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous left anterior descending (lad) artery. A 2.25 x 24 synergy ii drug-eluting stent was advanced but met resistance and failed to cross the lesion. The device was removed and it was noted that a stent strut was raised. The lesion was then predilated with a non-bsc balloon catheter and another 2.25 x 24 synergy ii stent was successfully advanced and implanted. The procedure went fine and the outcome was great. No patient complications were reported.